Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -8/1.5/073 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's left eye (os) on (B)(6) 2023. Reportedly, "the patient was excessive vaulted and under clincical observation."

Manufacturer narrative:
A4-a6: unk. H6: work order search found no similar complaints. Claim# (B)(4).